Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va071f4, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported there was pain at the implant location. The issue was not affecting her therapy as it ¿was working great.¿ the patient was shown how to turn of stimulation for an MRI. The healthcare provider wanted to take a look at the implantable neurostimulator (ins) site as patient reported pain at times and reported losing a lot of weight causing the implant to protrude. The patient lost 40 pounds in 6 weeks and the patient could put fingers under the protruding ins. The back was sore and the site was a little sore when it is hit. The pain began on christmas and the back of the chair was right at the implant site. Additional information received via the consumer reported the patient had the device for 3 years and for a good 2 years, she could not feel that the implant was there if she put her hand over the implant. The patient lost an "unexplained" 30 pounds and ever since then, it made sitting in a hard chair irritating and would cause the device to hurt in the implant area. It was noted the device could move around since february 2016 and she was worried maybe the leads had moved because of it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.